Manufacturer narrative:
Product analysis: the functional issue identified upon initial inspection was unconfirmed. However, the programmer failed a functional test, relating to emergency functionality, and it was confirmed that the emergency was unresponsive. The micro processor unit (mpu) was replaced. The printing issue was unconfirmed. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed functional testing, during maintenance. It was further reported that the programmer's printer was not working. The programmer was returned for service. There was no patient involvement.